Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during warm-up, there was an alarm and a "stitch" was placed in the cervix to tighten seal. The procedure continued with no other alarms. At the end of procedure, fluid was noted, the sheath was repositioned and cool down stage was initiated. Subsequent to cool down, second degree burns were observed at the perineum. The procedure was completed with this device and the burn was treated with silvadene cream. It should be noted that the patient reports "scarring" and problems with intercourse. Although there was an attempt to obtain additional follow up regarding the burn, there is no further information.

Manufacturer narrative:
The upn and lot number are not known, therefore, expiration and manufacturing dates are not known. The suspect device has not been returned; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed.